Manufacturer narrative:
H3: analysis of the ins, model "[977119]", s/n (B)(6) , revealed there was a terminal anomaly with the battery; there was intermittent electrical connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before implant of the implanted neurostimulator (ins), the manufacturer representative (rep) was able to communicate with the ins. The ins was placed intra-op and the 0-7 lead was connected, and the rep was able to communicate with the ins. Once the hcp connected the 8-15 lead, they were no longer able to communicate with the ins at all. They tried using a probe cover to ensure the communicator was close enough to the ins, but that did not work. The rep then used a different tablet and communicator, but they were still unable to communicate with the ins. The rep grabbed a backup ins from their trunk stock and then they were able to communicate and check lead connections and impedances. The ins was returned for analysis because it was defective. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jan-03 additional information was received. The rep confirmed that the 8-15 lead that was originally used with this ins was used with the replacement ins; it is still implanted in the patient.